Event description:
It was reported, the patient¿s deep brain stimulation therapy was dead and they had a loss of therapeutic effect. The patient stated their implantable neurostimulator (ins) needs to be replaced. The ins on the right side was totally dead and the left ins was ¿fluttering.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6) product type implantable neurostimulator product ID 37746, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v192123, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v192123, implanted: 2009 (B)(6); product type lead. (B)(4).